Event description:
It was reported that they were unable to securely attach the graft using the ultrabutton (along with a biosure ha screw and staple), therefore those devices were removed. The procedure was completed using an endobutton instead.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was returned for evaluation. From the information provided, practitioner was unable to securely attach the graft using the ultrabutton. Visual evaluation shows only portions of the reported ultrabutton adjustable fixation device were received. The button was received with extensive tooling marks along with a portion of the cobraid magnumwire. An exact root cause for loose flip suture cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect flipping or reduction. Incorrect flipping or reduction can result in migration of the graft out of the tunnel. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Device history record review found no anomalies or deviations associated with the lot number. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Lot history review found no other complaints associated with this lot number. A relationship between the device and reported incident was not established.